Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was scheduled a surgery for relocation of the right ventricular lead which was found dislodged during an in-clinic follow-up. The integrity of leads were tested and high capture threshold was noted. The right ventricular lead was relocated. The patient did not experience any adverse event before and after the procedure.